Event description:
Clinical study: it was reported that post index procedure, the patient had a myocardial infarction (mi). The index procedure treated a lesion in the proximal right coronary artery (rca) due to in-stent restenosis. The lesion was 3.5 mm wide, 16 mm long and 75% stenosed. There was no calcification nor tortuosity. The physician predilated the lesion prior to placing a 3.5 x 16 mm taxus express2 stent. Residual stenosis was 0%. The patient received plavix and abciximab during the procedure. The patient was discharged 2 days later on aspirin, plavix and pravachol. On day 870, the patient had an non q-wave mi (nqmi). Enzymes were elevated. The patient was hospitalized and then discharged 3 days later with the event resolved. In the opinion of the physician, there is no relationship between the mi and the taxus stent or target vessel.